Manufacturer narrative:
A field service engineering (fse) followed up with the customer over the phone to address the reported event. Fse confirmed the errors with the customer and the customer stated they performed an all-set-home for the cup transfer, but the incubator errors reoccurred. The fse instructed the customer to look beneath the incubator cover for any possible fallen test cup, the customer found a stuck test cup and removed it. The customer validated the analyzer by successfully performing an all-set-home without errors and ran quality control within acceptable range. No further action required by field service. The aia-900 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4153) c.trans-z home overrun cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. (4276) incubator positioning error cause: the home sensor s120, which is supposed to detect the incubator when it reaches the target position, failed to be activated. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. (4271) incubator home detect error cause: the home sensor s120 failed to be activated after the incubator moved toward the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to the fallen test cup that was stuck beneath the incubator cover was not established.

Event description:
A customer reported error message ¿4153 c.trans-z home overrun, 4276 incubator positioning error, and 4271 incubator home detect error¿ on the aia-900 analyzer. The customer performed an all-set-home, emptied waste bin, powered on and off the analyzer, but error remains. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg), estradiol (e2), follicle stimulating hormone (fsh), prolactin (prl), progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.